Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Subsequently, this crt-p was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported.